Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately seven years and seven months following the implant of this transcatheter bioprosthetic valve, the patient presented to the hospital with a st segment elevation myocardial infarction. Upon examination, the coronary arteries were found to be patent and severe aortic insufficiency was identified. The patient went into respiratory failure and was placed on bilevel positive airway pressure and subsequently intubated in the intensive care unit. The patient was taken to the catheterization laboratory for a planned transcatheter aortic valve replacement. Upon crossing the previously implanted medtronic valve with a guidewire and al1 catheter, the patient became hypotensive. Life-saving measures were initiated including cardiopulmonary resuscitation and epinephrine administration; however, the patient's heart function and blood pressure were unable to recover, and the patient subsequently died.